Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-10075 which was submitted on (B)(6) 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4). The service department of (B)(4) checked the subject device for evaluation. Though it had been received the information of the reportable malfunctions based on the user report, the service department of (B)(4) could not confirmed the user reported phenomena. Furthermore the subject device was inspected deeply and found that there was no reportable issue. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the distal end of the subject device was damaged, and also the bending section rubber of the subject device was broken then the internal metal part of the bending section was exposed after ercp (endoscopic retrograde cholangiopancreatography) procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.